Event description:
A medtronic rep reported that the site was having an issue with their computer freezing intermittently. This event did not occur during a surgery and no pt was present.

Manufacturer narrative:
No pt was present. Not all of the components have been returned to the MFR for eval.